Event description:
A malfunction code labeled malf 12 was reported by the customer, but no notable events occurred prior to this malfunction. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer did not report or reset the pump for this malfunction within the last 24 hours, so technical support provided assistance with resetting the pump, and the malfunction code did not recur. The customer was authorized to continue using the pump and was advised to contact technical support again if the malfunction code recurred.